Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker was not making slides. Customer reported that there was blood leaking and collecting in the drip tray in the bottom of the coulter lh 750 slidemaker. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leak in the red stripe tubing going through valve vl8 to the dispense probe. The leak was contained in the instrument and dripped into the bottom right drip tray. The fse replaced the red stripe tubing and cleaned the instrument.